Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing the repair center identified the device had scope communication error (b30) and dirty cable unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the dirty cable unit could not be established whereas, the shortcut of charged coupled device cable led to scope communication error (b30). The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.